Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3832 with lot ctbccv, conformed to the specifications when released to stock in (B)(4) 2015. No root cause could be determined as the problem reported by the customer was not confirmed. The valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
After the shunt's tip entered the ventricle, high pressures csf flow was occurred. The flow was cut by clamping the site. The clamp was opened again after the valve catheter was attached, however, there was no csf flow. The pressure setting for shunt was 30mm water.